Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The legal manufacturer reported that the device was delivered to the customer on september 20, 2019. The lm reported that the most probable causes for the reported event are as follows: since it was not reproduced by the repair department, it is assumed that there was no abnormality in the device concerned, and that it was caused by a failure of the scope switch of the scope or a disconnection of the scope cable.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report could not be duplicated. The device was found to pass all functional testing. Olympus did find that the device needed to be equipped with a upgraded main switch and software update. Olympus is pending estimate approval from the user facility to move forward with update/upgrade recommendations. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the image on the cv-190 keeps freezing images during procedures. There was no mention of any patient harm associated to this report. Olympus is attempting to gather additional information.